Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal, cracked battery compartment and damaged remote dose connector. No problems were found in the event history log. Functional testing found the device failed for flow accuracy. The root cause was unknown. The remote dose connector, dso seal and battery compartment were replaced and the expulsor was trimmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an unknown issue. There was unknown patient involvement and unknown patient harm.